Manufacturer narrative:
The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.5 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable results from a coaguchek xs meter serial number (B)(4) compared to a laboratory using a siemens analyzer that uses a photo optic methodology. At 11 am the meter result was 2.8 inr. At 3 pm the laboratory result was 2.1 inr. The customer's therapeutic range is 2.5 inr - 3.0 inr. The laboratory result was deemed to be correct. Medication changes were made based on the laboratory result. The customer has a history of anemia, but their recent hematocrit was 38 percent. The customer's coumadin dosage was decreased on (B)(6) 2019.